Manufacturer narrative:
Concomitant medical products - model: d314drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a pocket infection. The patient's implantable cardioverter defibrillator (ICD) system has been extracted. No further patient complications have been reported as a result of this event.